Event description:
A report was received that the patient passed away from a heart attack two days after a revision procedure. The heart attack and death were not device related. It was unknown whether the heart attack was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.